Event description:
A hospital in (B)(6) reported via a distributor that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. The leak test was carried out prior to use of the breathing circuit. Accordingly, there was no patient interaction.

Manufacturer narrative:
(B)(4). Method: the breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found at the swivel of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 090415. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The rt235 user instructions state the following: check all connections are tight before use, perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient, set appropriate ventilator alarms. (B)(4).